Event description:
It was reported that during placement of this central venous catheter, it was noted the catheter had fractured. The detached catheter segment was successfully removed utilizing a hemostat and another catheter was placed to successfully complete the procedure. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the deivce met its specifications. Co believes user technique, and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.